Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2015. It is alleged that on or about (B)(6) 2019, [pt] had a computed tomography (CT) scan of his abdomen and pelvis. The CT scan revealed that the cook filter struts had moved since the filter was placed, with all of the struts perforating outside of [pt]'s inferior vena cava." It is also alleged that [pt] has suffered and will continue to suffer "serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability, and other losses, in an amount to be determined at trial.", "physical impairment and incapacity", "disfigurement", "punitive damages".